Event description:
It was reported by service report that the brakes were not holding; foot end cover was cracked with exposed sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results: caster tube brake pin guide.